Manufacturer narrative:
H3, h6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. The device history record for this lot has been reviewed and found to be in compliance. There was no deviations during the manufacturing process which related to the nature of the complaint. The specific root cause associated with the manufacturing process was not identified. No adverse trends have been identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer experienced corneal ulcer, bacterial keratitis, eye pain, scratch on black part of eye, sensation of scratch, tearing, red eyes, blurry vision, burning, scarring, swollen, sensitive to light associated with the use of dailies aquacomfort plus contact lenses. The consumer sought medical attention and eye test visual acuity, intra ocular pressure, anterior exam superior corneal peripheral ulcer (+)staining, fundus exam was done and was prescribed with moxifloxacin 0.5% eye drops, cyclopentolate 1% eye drops, prednisolone ac 1% eye drops for two weeks and it was advised to daily visit to the physician to monitor the size of the ulcer as it was getting larger in size and also advised to change the prescription to dailies total 1 for better hydration and breathability since consumer had scar in the eye. Symptoms have been resolved. Additional info has been requested but not yet available.